Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with pump. The insulin pump alarmed no delivery. The customer stated set was changed three times. The customer's blood glucose was 103 mg/dl.